Event description:
Device interrogations showed high impedance and noise sensing indicating rv lead fracture, magnet placed over device to ensure no inappropriate shocks from fractured lead, device was then interrogated and reprogrammed with shock therapies turned off per medtronic representative. Device is pacing as anticipated.